Event description:
Reporter indicated that following a 7.1 software upgrade, the site's dell handheld computer was freezing after interrogations. Troubleshooting did not resolve the issue.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.